Event description:
There has been no new event information received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device returned to manufacturer for investigation. Returned product label confirms lot number 8396700. The device was returned with the handle and the basket formation in the open position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Functional testing notes the handle does not actuate the basket formation. Visual examination noted the support sheath and the basket sheath are severed at the mlla. There is 5 mm of the coil assembly exposed between the points of separation for the support sheath. The exposed coil assembly has off set coils. A review of the device history record for lot 8396700 found there were no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot number 8396700. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that would not open / close due to separation of the sheath at the handle. The basket sheath and yellow support sheath were both separated at the same location, at the handle. The separated sheaths prevented the motion of the handle from actuating the basket. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned device makes it possible that it was inadvertently damaged during unpacking / handling. The IFU contains cautions about manipulating the device to prevent damage. The investigation conclusion is cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a bilateral rpg, retrograde intrarenal surgery, performed in ureter, then compass nitinol tipless stone extractor basket could not open prior to patient contact. They opened a new basket for the procedure. No adverse consequences to the patient have been reported.